Event description:
The reporter did not state the reason for the return of the posey sitter select alarm model 8361. There was no pt contact or injury reported. Inspection shows that the alarm has evidence of battery acid leakage and the battery connectors are damaged which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Eval codes, results (other): the alarms delay switch did not function, the battery connectors inside the unit are damaged and there is evidence of a battery acid leak.